Event description:
A screw head stripped during placement. The screw remains in patient's bone.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was sent back for evaluation. It is determined that the complaint percentage falls well within the product risk limits that are adhered to at klm. In addition to no device being returned, device history records could not be reviewed because the reporter did not provide any lot number or traceable identification to conduct a proper investigation. Due to no device being returned and no lot number provided, the root cause for the failure cannot be determined. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.